Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient was prescribed minocin to take for 1 week for anti-inflammatory impact.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.